Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123289.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility. No device malfunction suspected.